Manufacturer narrative:
Follow-up # 1 (06/20/2013)-device evaluation: the meter and accessories involved with this complaint have been returned and evaluated by lifescan product analysis on 06/11/2013 with the following findings: the meter and accessories have passed testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq has multiple issues, unit powers off during use, battery indicator, and meter reverting to setup mode. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with self adjusting insulin. The reported issues began on (B)(6) 2013. Reportedly, the patient did not take any action in regards to diabetes management at the time of concern. Approximately one month after the onset of the reported issues, the patient claimed she developed symptoms of "dizzy and sweating". There was no report of any required medical intervention to suggest a serious injury. During troubleshooting, the patient confirmed there was no product misuse. The battery did not require recharging. The lfs product was being used for the first time. The reported issues were not resolved with training. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the reported issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.